Event description:
Report received of an overdelivery. The pump was programmed to deliver an unspecified concentration of heparin at an unspecified rate. The actual amount delivered is unknown. The customer contact indicated the event was the result of "human error." Though requested, the customer declined to provide additional info.